Event description:
During an in-clinic follow-up, decreased sensing and increased capture threshold were observed on the right atrial (ra) lead. An x-ray was performed and the ra lead was found to be dislodged. A revision procedure was performed and the ra lead was repositioned. After the revision procedure, the ra lead was found to be displaced again during a post-implant follow-up. Loss of capture, increased pacing impedance and decreased sensing were also observed on ra lead. The device was then reprogrammed as an interim resolution. The patient is stable with no consequences.